Manufacturer narrative:
Device investigation confirmed that the wake button was inoperable due to a mechanical failure.

Event description:
It was reported that the customer received multiple, intermittent button alarms while driving. The customer's blood glucose level was not impacted.